Manufacturer narrative:
E1: address line 1 (B)(6). Address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was confirmed as the device shows the error code 46442 in the event history log. The cause is unknown. The pump will be checked, and the error code will be cleared.

Event description:
It was reported that the pump is showing error 46442. There was unknown patient involvement.